Event description:
It was reported that pericardial effusion, cardiac tamponade, cardiac arrest, and death occurred. A left atrial appendage closure procedure was performed. The patient was on eliquis at the time of the procedure. The patient was implanted with a 24mm watchman flx device in the late afternoon. There was no baseline effusion noted and no effusion at the end of the case. The patient was in stable condition when taken to the recovery area. Two hours later, the patient became hypotensive and was treated medically, until her condition worsened. Four hours post implant, a pericardial effusion leading to cardiac tamponade was observed by echocardiogram. The patient was taken to the catheter lab where they experienced cardiac arrest and resuscitation was performed during the attempted pericardial tap. 400 ml of serous fluid and clotted blood was removed. Due to the amount of clot in the pericardial space the patient was taken to the operating room for a pericardial window. The patient was then transferred from the operating room to the intensive care unit and was still intubated. The patient died on (B)(6) 2022.